Event description:
A customer reported that their continuous glucose monitor value was not automatically appearing on the bolus screen, despite all relevant features being properly enabled and active. There was no adverse impact to the customer¿s blood glucose level. As the issue persisted with several sensors and corrective actions were inconsistent, the customer opted for a pump replacement. Technical support confirmed shipping details, instructed the customer on proper storage mode procedures, and provided a pre-paid label for returning the faulty pump within 10 days.